Event description:
The compliant was reported by a customer from (B)(6). Delivery issue.

Manufacturer narrative:
Eitan medical ltd is formerly named q core medical ltd. The fei number is the same 3010293992.

Event description:
The complaint was reported by a customer from canada. Delivery issue.

Event description:
The compliant was reported by a customer from canada, delivery issue.